Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient attended routine follow and the device showed 9 months of battery longevity remaining. Within 3 months, the device showed at elective replacement indicator (eri). The customer questioned why eri occurred after 3 months when the device showed a minimum of 9 months remaining longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).